Event description:
It was reported telemetry confirmed a critical alarm was occurring. It was noted that the low reservoir alarm went off on (B)(6) 2013 and based on flow rate the empty reservoir would have occurred on (B)(6) 2013, as the low reservoir alarm volume was set to 1 milliliter (ml). It was noted the alarm was not heard, but was confirmed by telemetry. It was further reported the patient was in a nursing home and did not mention hearing the alarm. The alarm was due to zero ml reservoir reached. It was noted the healthcare provider thought the pump was refilled with lioresal last time, but was unsure. It was further reported the managing physician stated that the patient was "late" in reference to the refill. It was noted the patient had been coming in regularly and then did not come in so the hcp wanted to coordinate the refill. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).